Event description:
It was reported that the ilet issued an occlusion alarm while user replaced the infusion set and reservoir, cleared an insulin set expired alert, and monitor for recurrence. Investigation included user-led troubleshooting to inspect for bubbles or kinks, and tubing flow testing, and a lot number capture. Investigation of this case revealed that the occlusion condition resolved only after changing the infusion set, which is consistent with a transient delivery obstruction at the infusion set level rather than a persistent pump or cartridge malfunction. Symptoms included an occlusion alarm with interrupted insulin delivery. Outcomes included restoration of insulin delivery after the supply change without medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set-related occlusion that was corrected by changing the set.